Event description:
It was reported that the control panel on the 9900 system would not hold its settings. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.